Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During post-implant follow-up, the loop recorder was noted to be in back-up mode. The device was reprogrammed successfully. The patient was in stable condition.